Event description:
It was reported that during a pulsed field ablation (pfa) procedure the patient experienced a cardiac tamponade. During a procedure to treat paroxysmal atrial fibrillation, where a farawave 31 mm catheter was selected for use, while attempt to identify the right pulmonary veins the transseptal access was lost. Following maneuvers with the faradrive and farawave aimed at re cannulating the transseptal access, the patient experienced a drop in arterial blood pressure due to the development of cardiac tamponade which required pericardiocentesis. The procedure was immediately stopped. No more information was provided. It's unknown if the device will return for laboratory analysis. It was further informed that; the devices used for the transseptal puncture were sl0 and brk. Not issues while maneuvering the catheter or bsc sheath. The problem was trying to find the transeptal puncture with the faradrive once lost. Merit rosen 0.035 jtip 1,5 used, and no issues related to the wire. The effusion occurred realistically in the postero-septal part of right atrium. 10 minutes after the ablation was performed, at the time to approach the lspv and lipv, the problem with the transseptal occurred. No imaging was performed. The patient is still hospitalized because of follow up of the cardio chirurgical approach to solve the tamponade. He is in stable condition, waiting for follow up and monitoring his development.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: the product was not returned; therefore, product analysis could not be performed. Based on the investigation the reported allegations were unable to be confirmed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the device was not returned; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the farawave 31 mm catheter device confirmed that the events of cardiac tamponade and hypotension are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave 31 mm catheter device is acceptable. Investigation conclusion: based on the information provided, the reported events of cardiac tamponade and hypotension are known inherent risks of the nrg rf transseptal device. Additional intervention required is a expected procedural complication addressed within the IFU for the farawave 31 mm catheter. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure the patient experienced a cardiac tamponade. During a procedure to treat paroxysmal atrial fibrillation, where a farawave 31 mm catheter was selected for use, while attempt to identify the right pulmonary veins the transseptal access was lost. Following maneuvers with the faradrive and farawave aimed at re cannulating the transseptal access, the patient experienced a drop in arterial blood pressure due to the development of cardiac tamponade which required pericardiocentesis. The procedure was immediately stopped. No more information was provided. It's unknown if the device will return for laboratory analysis. It was further informed that; the devices used for the transseptal puncture were sl0 and brk. Not issues while maneuvering the catheter or bsc sheath. The problem was trying to find the transeptal puncture with the faradrive once lost. Merit rosen 0.035 jtip 1,5 used, and no issues related to the wire. The effusion occurred realistically in the postero-septal part of right atrium. 10 minutes after the ablation was performed, at the time to approach the lspv and lipv, the problem with the transseptal occurred. No imaging was performed. The patient is still hospitalized because of follow up of the cardio chirurgical approach to solve the tamponade. He is in stable condition, waiting for follow up and monitoring his development.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure the patient experienced a cardiac tamponade. During a procedure to treat paroxysmal atrial fibrillation, where a farawave 31 mm catheter was selected for use, while attempt to identify the right pulmonary veins the transseptal access was lost. Following maneuvers with the faradrive and farawave aimed at re cannulating the transseptal access, the patient experienced a drop in arterial blood pressure due to the development of cardiac tamponade which required pericardiocentesis. The procedure was immediately stopped. No more information was provided. It's unknown if the device will return for laboratory analysis.